Event description:
Report received of an over-delivery. The pump was programmed to deliver an unspecified concentration of aldesleukin in 250ml at a rate of 11ml/hr. Reportedly, the night nurse increased the infusion rate to 22ml/hr "because the infusion was behind". After the infusion was complete and a new container was hung, the same nurse reportedly reprogrammed the pump to deliver at a rate of 11ml/hr. After an unspecified length of time, the pump was found to be delivering at a rate of 22ml/hr. The pump was removed from clinical service and the therapy continued on a replacement pump. Though requested, no further information was available.